Manufacturer narrative:
We received one single dpt-vamp flex kit with an IV set and pressure tubing for examination. The reported event of ¿white fiber-like material was found floating inside the IV drip chamber¿ was not confirmed. No visible particulates were observed from the drip chamber or IV set. A visual examination was performed and no visible particulates /contamination were observed throughout the kit. The kit was flushed continuously for 5 minutes, but no visible particulates were flushed out from the kit. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a white fiber-like material was found floating inside of the IV drip chamber during priming. The kit was not used on a patient. The occurrence date is unknown. There were no patient complications reported. Patient demographic information requested but unavailable.